Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted an unknown muller cup hip implant on an unknown side (exact date not reported) and the patient underwent revision surgery on unknown date due to infection.

Manufacturer narrative:
Additional information was received on (B)(6) 2017. The results of the provided information were provided. Trend analysis: during the trend analysis, no trend was identified. DHR review: the DHR check could not be performed as the lot number was not available. The third e-mail attempt requesting missing device data information was sent on (B)(6) 2017. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: the journal article reports that a patient was implanted with a mueller hip system and required revision due to medical infection after 2.7 months. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis stem: root cause determination using dfmea septic loosening due to infection due to unsterile implant (failure of sterilization procedure). => possible: as the reference and lot numbers of the implants used are unknown, we can not review the sterilization protocols. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. It is unknown, whether the surgeon was following the sterilization process as described in IFU (B)(4). Infection due to failure of sterilization process at supplier. => possible: as the reference and lot numbers of the implants used are unknown, we can not review the sterilization protocols. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. Infection due to proposed resterilization procedure in IFU not effective. => not possible: adequate sterilization process is described in IFU (B)(4) (chapter "resterilization/sterilization"). Zimmer biomet is following validated sterilization procedures which ensure sterile products. Transmission of infectious agents, infection due to reuse of device which is only intended for single use. => possible: it can not be excluded that the device was reused. Cage: root cause determination using dfmea. Infection due to failure of packaging due to insufficient sterile barrier within sterility guarantee. => possible: with the given information it cannot be excluded infection due to failure of sterilization procedure due to supplier process. => possible: with the given information it cannot be excluded. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. Infection due to failure of sterilisation procedure due to design of the device. => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Infection due to proposed resterilization procedures in IFU do not provide sterility => not possible: as adequate sterilization process is described in IFU (B)(4). Transmission of infectious agents, infection due to reuse of the device which is intended for single use. => possible: with the given information it cannot be excluded that the parts were reused. Cup: root cause determination using dfmea : infection due to failure of packaging due to insufficient sterile barrier within sterility guarantee. => not possible: it within packaging specification I- infection due to failure of sterilization procedure due to supplier process leading to non-sterile implant. => possible: as the reference and lot numbers of the implants used are unknown, we can not review the sterilization protocols. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or identification numbers of the implants were received; therefore the sterilization protocol of the individual implants can not be reviewed. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced, an exact root cause could not be determined. Zimmer (B)(4) consider this case as closed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Complaints related to same article: (B)(4). Zimmer reference number of this file is (B)(4).